Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stated that patient programmer wouldn't do telemetry with antenna. No further complication and events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for other non-malignant pain and spinal pain. The patient reported having issues with recharging her battery. The patient reported that she was having trouble charging the battery that was moved. The patient reported issues with charging as well as turning the implant on and off. The patient reported that they moved the existing battery because of having problems with similar situation of the charging. The patient reported that they moved the battery further up by the ribcage in (B)(6) 2017. No further complications were reported.